Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed, and the device could not pass the motor displacement test. No further info was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with a motor error alarm stuck in bolus delivery loop. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The insulin pump was recceived with a cracked lcd display window corners which was noted during a visual inspection.